Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jan-2020. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no nickel allergy. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), headache ("headaches"), dizziness ("dizziness") and visual impairment ("visual disturbances"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in june 2018. At the time of the report, the pelvic pain, fatigue, myalgia, arthralgia, headache, dizziness and visual impairment was resolving. The reporter provided no causality assessment for arthralgia, dizziness, fatigue, headache, myalgia, pelvic pain and visual impairment with essure. The reporter commented: about 6-7 months after the insertion the events occurred. It was marked post-operative improvement. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: ear, nose and throat, ophthalmology and dermatology: no results provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jan-2020. The most recent information was received on 06-feb-2020. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no nickel allergy. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), headache ("headaches"), dizziness ("dizziness") and visual impairment ("visual disturbances"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, myalgia, arthralgia, headache, dizziness and visual impairment was resolving. The reporter provided no causality assessment for arthralgia, dizziness, fatigue, headache, myalgia, pelvic pain and visual impairment with essure. The reporter commented: about 6-7 months after the insertion the events occurred. It was marked post-operative improvement. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: ear, nose and throat, ophthalmology and dermatology: no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jan-2020. The most recent information was received on 06-feb-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no nickel allergy. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness") and visual impairment ("visual disturbances"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, headache, fatigue, musculoskeletal pain, dizziness and visual impairment was resolving. The reporter provided no causality assessment for dizziness, fatigue, headache, musculoskeletal pain, pelvic pain and visual impairment with essure. The reporter commented: the events occurred about 6-7 months after the insertion. There was a marked post-operative improvement. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: ear, nose and throat, ophthalmology and dermatology: no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: physician was added as reporter, report became medically confirmed. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.